Event description:
The customer reported that while the unit was in use on a patient, the unit's display went blank. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The reported problem could not be duplicated. The unit was tested to factory specification. It functioned normally and was returned to the customer.